Event description:
The article ¿three-year effectiveness and safety of the xen gel stent as a solo procedure or in combination with phacoemulsification in open-angle glaucoma: a multicentre study" noted patients implanted with xen®45 gts experienced adverse events including 78 eyes needed needling at year 1, 89 eyes needed needling at year 2, and 91 eyes needed needling at year 3. The mean number of needlings per eye was 1.3. 54 eyes needed 1 needling; 20 eyes needed 2 needlings, and 19 eyes needed 3 needlings. It was noted that 134 of the needling performed used antimetabolite/antifibrotic agent ; intraoperatively, there were 8 reports of anterior chamber bleeding ; intraoperatively, there was a report of subconjuntival bleeding that obscured view ; a total of 26 eyes would need a second surgical intervention for glaucoma. These included 13 trabeculectomies; 3 second gel stent implantations; 4 selective laser trabeculoplasties; 1 argon laser trabeculoplasty; 2 ultrasound circular cyclocoagulations; and three other unspecified procedures ; three eyes experienced shallow anterior chamber with irido-corneal touch ; 1 eye experienced bleb leak ; 6 instances of either corneal edema or corneal decompensation ; 1 eye escperienced dacryocystitis ; 1 eye experienced endophthalmitis ; 4 eyes experienced hyphema ; 1 eye experienced persistent hypotony defined as iop less than 6mmhg at two consecutive visits less than thirty days apart and 1 eye experienced clinical hypotony and was defined as vision reduction of equal to or greater than two lines related to macular changes consistent with hypotony maculopathy, optic disc edema, and/or serious choroidal detachments ; 4 eyes experienced implant exposure or extrustion and 2 eyes experienced device migration. It was noted three eyes of this group required implant repositioning ; 5 eyes experienced the xen stent touching the iris ; 1 eye experienced macular edema ; 1 eye experienced macular hole ; 1 eye experienced periorbital cellulitis ; 1 eye experienced ptosis ; 1 eye experienced retinal vein occlusion ; 1 eye experienced scleritis ; 1 eye experienced ulcerative keratitis ; 2 eyes experienced vitreous hemorrhage ; and 5 eyes needed open conjunctival bleb revision within first year, 2 eyes needed open conjunctival bleb revision withing the second year, and 4 eyes needed open conjunctival bleb revision within the fourth year. This is the same article being reported unver MDR ID# 3011299751-2022-00031 (allergan complaint # (B)(4). This MDR is being submitted for the medical adverse events.

Manufacturer narrative:
The average age of patients was (B)(6). Implantation dates ranged from (B)(6) 2014 through (B)(6) 2015. Article citation: reitsamer, herbert et al. ¿three-year effectiveness and safety of the xen gel stent as a solo procedure or in combination with phacoemulsification in open-angle glaucoma: a multicentre study.¿ acta ophthalmologica vol. 100,1 (2022): e233-e245. Doi:10.1111/aos.14886. Of the 174 patients reported in the article, 212 eyes were implanted with the device. 109 eyes were the left and 103 were the right. The implants occurred at 5 centers in (B)(6), 2 centers in the (B)(6), 1 center in (B)(6), and 1 center in (B)(6). These events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information regarding event, product, or patient details has been requested from the corresponding author. No additional information is available at this time. The events of endophtalmitis, keratitis, low intraocular pressure, hypotony maculopathy, infection, endophthalmitis, exposure, hemorrhage, bleb-related issues, glaucoma progression, irido corneal touch, vision loss, device migration, and gel stent blockage are addressed in product labeling.